Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was shocking starting in (B)(6) 2016. It was noted that the patient was having stinging around the battery pack and if she moves a certain way, she gets a jolt up the spine. If she twists completely, it feels like she is being electrocuted. She has had a little of this in the past, but it got worse after she twisted farther than she was supposed to and that is when it got really bad. Since then, the recharging time is taking less. She went from recharging every 45 minutes every other day to recharging every day for a half hour. The past couple of days it is taking 15 minutes to charge and it is done. When she charges, it feels like a vice grip on the spine and the spine is hurting and is tense. The patient noted that she had fallen a while back, but everything has been fine after her fall. She has not had any recent medical testing or electromagnetic interference exposure. Every thing that the patient touches, she shocks. Impedances were checked as a diagnostic measure related to the stinging around the implantable neurostimulator site, jolting up the spine, and charging more quickly and all were normal. The health care provider explained to the patient that the stimulation was going to increase with movement because of the percutaneous lead being very positional.

Event description:
Additional information was received from the patient and the health care provider. It was reported that there were no steps taken to resolve the stinging around the battery site and the jolting sensation up the spine. The patient reported that she was told that this was normal. The health care provider noted on (B)(6) 2016 that impedances were checked as normal and when the patient first started experiencing shocking everything that she touched, the cause, and resolution remained not available at the time that the additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.